Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during laparoscopic cholecystectomy the device cartridge popped out when placed down the trocar and fell into the patient. The surgeon removed the cartridge through the trocar and replaced it with a new one and completed the procedure. There was no patient consequence reported.